Event description:
It was reported to boston scientific corporation in 2009 that a cre esophageal/pyloric/colonic wireguided balloon dilatation catheter was used during a pyloric dilatation procedure performed the same day. According to the complainant, the patient underwent a successful pyloric dilatation procedure. Later in the day, the patient experienced abdominal pain. A fluoroscopic radiography was performed which showed free air in the abdominal cavity. An emergency surgical laparotomy was performed. A perforation was noted. The perforation was repaired and a gastroenterostomy was also performed. Additional information indicated the perforation occurred at the site of the stricture and was too small to find directly after the dilatation procedure. The patient's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the support device lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.